Event description:
During the device follow-up, an error message was displayed on the programmer screen. When ok was clicked on the message, the device interrogation was stopped.

Manufacturer narrative:
(B) (4). Analysis is pending.